Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, the bronchus blue cuff was found torn. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. An attempt made to inflate the bronchial cuff and failed. Visual examination shows that there is a large tear in the main body of the bronchial cuff. Further examination of the returned unit using the microvu shows that the tear is jagged in appearance. The tear measured 1.5cm in length. This type of damage is indicative of over inflation of the bronchial cuff. The reported defect could be detected on the sample returned for evaluation. The single wall thickness was measured away from the damaged area and found to be within the blueprint specification. The most probable root cause is the end user over inflated the bronchial cuff. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.